Event description:
The device's tip broke during a procedure at the user facility. The procedure was completed successfully without a clinically significant delay. No adverse consequences or medical intervention were reported.